Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of surface contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced surface contamination. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was surface contamination. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovered from the event of peritonitis with (B)(6). The outcome for surface contamination was not reported. On an unreported date, the dianeal therapies were withdrawn and hemodialysis was started. Concomitant medications were not reported. The nurse reported the event of peritonitis with (B)(6) was not related to the dianeal therapies, but did not comment on the event of surface contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd889493, gd889485, gd888131, gd888107 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 2 of 3 involved in this peritonitis event.